Event description:
According to the reporter: occurred during a robotic laparoscopic open procedure. There was no problem loading the adapter onto the handle or loading the reload onto the adapter. There was a problem unloading the device. The jaws locked and the proximal end of the reload broke inside the distal tip of the adapter. The stapler was able to fire. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 8 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reload was able to be unloaded without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.